Event description:
It was reported that "no vacuum during aspiration. Dr noticed crack on plastic part of needle. Dr managed to complete procedure after opening the 3rd pack/attempt. They did not realize what was wrong with 1st attempt and with second time aspirating air, they checked the needle and saw crack." The device was removed and replaced, and a third set was used successfully. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00889.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cracked needle hub was confirmed by the photo. Evidence of a crack in the needle hub material emanating from the luer threads can be observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The customer report of a cracked needle hub was confirmed through visual inspection of the returned customer photo. The customer photo revealed that the needle hub was cracked. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "no vacuum during aspiration. Dr noticed crack on plastic part of needle. Dr managed to complete procedure after opening the 3rd pack/attempt. They did not realize what was wrong with 1st attempt and with second time aspirating air, they checked the needle and saw crack." The device was removed and replaced, and a third set was used successfully. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number including: 3006425876-2025-00889.